Manufacturer narrative:
The gas delivery system (gds) assembly was returned for failure analysis. Visual inspection of the gds assembly revealed no evidence of damage or contamination. An investigation was performed, and the product analysis technician reported that the defective u1 on the air flow sensor pcba created the low leak-co2 rebreathing risk (e/c 1203).

Manufacturer narrative:
Information was received that the issue was found during pre-use check with no delay noted. The customer replaced the flow sensor to address the issue and the unit was return to use.

Event description:
It was reported that the ventilator had a low leak co2 rebreathing alarm. Although requested, it is unknown if the patient was connected to the ventilator at the time of the event. No harm reported. The customer troubleshot with technical support and found the error code. The customer found the air was reading -3.2, when set to 0 and the flow of 10, then the external measuring device was reading over 100 standard liters per minute (slpm). The customer was advised to replace the flow sensor. Further information is pending.